Event description:
The pt service rep (psr), assisting a (B)(6) male pt, called into the zoll lifecor customer support to report that one of the pt's batteries was not holding a charge. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not charging was due to defective battery cells within the battery pack. The root cause of the defective cells cannot be positively identified but was probably due to excessive discharging. Many "battery runtime expired" flags were seen in the pt's download. This meant that the battery pack was used for greater than twenty-four hours. The pt continued to use a depleted battery after th expired runtime alarms sounded. Once the defective cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt rec'd a replacement battery pack.